Event description:
It was reported that the patient complained of "very symptomatic shocks" at the device site following a revision procedure. Attempts were made to reproduce the sensation and symptoms with device programming changes, however was unable to be reproduced. Follow-up with the patient's clinic determined that device is located near a nerve that is in contact with the device causing the shocking sensation. An anti-inflammatory medication was prescribed and taken and the patient reported feeling better. The device remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.